Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an implant procedure, the device was interrogated and was found to be in back up mode with a power-on-reset. Technical services was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.